Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter migrated, tilted, struts detached and perforated. Reportedly the detached strut embolized to the pulmonary artery. The device was removed percutaneously; however, detached struts has not been removed and retained in the body. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number was not provided. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, two years and six months of post deployment, computed tomography of the chest, abdomen and pelvis with contrast was revealed the filter struts extended transmurally more than a centimeter into the surrounded tissue. Around, two months and nine days later, the patient presented for filter retrieval, the right internal jugular vein was accessed by using micro-puncture technique and a 7 french vascular sheath was placed. Over a wire a straight flush catheter was advanced to the confluence of the common iliac veins and vena-cavogram was performed. The images demonstrate the filter below the level of the renal veins which was tilted, and several struts were perforated through the wall of the inferior vena cava. The straight flush catheter was removed and the 7 french vascular sheath was exchanged for a 12 french vascular sheath which was positioned just above the level of the filter. With the aid of an angled catheter a glidewire was advanced alongside the filter and then over the wire balloon angioplasty was performed at the level of the filter in an attempt to remove it from the wall of the inferior vena cava with an 8 x 4 conquest balloon. Multiple attempts were made to capture the filter with the recovery retrieval system, however despite numerous attempts this was unsuccessful. Following this a reversed curve catheter was advanced through a 10 french sheath over a wire caudal to the filter arid then a glidewire was advanced through the reversed curve catheter with its tip cephalad to the filter in such a manner that the filter had been looped by the glidewire. The tip of the glidewire was then captured with a gooseneck snare and brought out of the sheath. The gooseneck snare was then advanced over both ends of the glidewire and down onto the neck of the filter. Once the neck of the filter had been snared the 10 french sheath was advanced over the filter freed from the wall of the inferior vena cava and removed. It was noted that one of the legs of the filter had fractured and was only tenuously attached to the rest of the filter. Attempt was made to carefully remove the filter includes the fracture leg, however during the course of filter removal the leg embolized to a branch of the left lower lobe pulmonary artery. The remainder of the filter was successfully removed without other evidence of filter fracture. The straight flush catheter was again advanced to the confluence of the common iliac veins and follow-up inferior venacavogram was performed showing some mild narrowing and irregularity within the infrarenal inferior vena cava where the filter previously had been, but no other significant interval changes. Fracture of one of the legs of the filter embolized to a branch of the left lower lobe pulmonary artery. Despite multiple attempts at foreign body retrieval this was not successfully retrieved. Computed tomography chest suggests no complications due to the embolized fractured limb in the left lower lobe. The patient experienced chest pain. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc), filter tilt, filter limb detachment and retrieval difficulties. However, the investigation is inconclusive for filter migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: g4, h6(device: 2907, 4001). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter migrated, tilted, struts detached and perforated. Reportedly the detached strut embolized to the pulmonary artery. The device was removed percutaneously; however, detached struts has not been removed and retained in the body. The current status of the patient is unknown.